Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00884.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, the cat6 was advanced through a non-penumbra access sheath into the target vessel and the physician began aspiration. While the physician was aspirating the thrombus, aspiration suddenly ceased. The physician tried advancing the sep6 through the cat6 and aspiration began again. The physician then continued aspirating the thrombus; however, it was reported that aspiration suddenly stopped working again and the sep6 was stuck in the cat6. The cat6 and sep6 were removed together from the patient and, upon removal, the distal end of the cat6 was found to be stretched and kinked. The physician then decided to discontinue using the cat6 and sep6. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a new access sheath. There was no report of an adverse effect to the patient.